Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflations at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was competed with another of the same device. There were no patient complications nor injuries reported.